Event description:
Patient was revised to address loosening of the patella at the cement/implant interface. Depuy cement was used at the time of original implantation. The patella bone was also fractured and the surgeon said it was "dead." Osteolysis and poly wear of the patella and insert and extensive pitting of the patella were also reported.

Manufacturer narrative:
Depuy research scientist examined the submitted device and found unanticipated wear. The investigation found evidence the component was subjected to abrasive wear due to bone cement particles. No evidence was found indicating product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.